Event description:
The customer reported that when the alarm is set on voice and tone and pressure is off the pad that only the tone will sound. This was found during set up prior to placing it into use. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - alarm, failure to. Results - eval of the returned product found the voice message does not play, instead a clicking noise plays when the message should. Visual insp found the alarm has corrosion on the battery contacts. Note: the instructions for use has a warning statement for battery installation: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).